Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the lead was capped and replaced due to chronic high impedance.

Event description:
It was reported that the ventricular lead pacing impedance has been slowly rising for several months. It was also reported that the patient is being monitored and no medical intervention has been done to date. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.